Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and elevated intraocular pressure (iop). Aqueous was released from the chamber. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B3- corrected to (B)(6) 2021. B5- the reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. Aqueous was released from the chamber. The lens was replaced with a shorter lens and the problem was resolved. Elevated intraocular pressure (iop) was reported as a post-operative condition. The cause of the event was unknown. H6- health effect- clinical code: removed code 1937 and replaced with code 4582. Claim# (B)(4).

Manufacturer narrative:
B5: per email on 22-feb-2022, it was clarified that elevated iop was experienced after the initial lens was implanted. Claim#: (B)(4).